Event description:
Information was received indicating that a smiths medical pump was double beeping with no cassette during testing. There was no patient present neither was there a reported adverse event.

Manufacturer narrative:
Returned device was received in fair physical condition. There was cracked housing and a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, there was no fault found with the returned device. The downstream sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.